Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. During visual inspection the instrument was found to have the pitch cable loose at the distal end that was showing out. A loose pitch cable at the distal end is often caused by something else in the backend (ex: broken cable, cracked clamping pulley, loose clamping pulley screw). The plastic housing was removed, and during the visual inspection, the pitch cables were found to be very loose from the short input #5 in the proximal end causing issue reported by the customer. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the mega suturecut needle driver instrument were not flexing as the surgeon articulated them toward a 90° angle relative to the instrument shaft. One of the cables at the base of the jaws appeared stretched but not broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue involved limited jaw articulation on a surgical instrument, where the jaws failed to fully open or close in response to the surgeon¿s hand controls, resulting in reduced range of motion despite moving in the intended direction and without delay. The issue was persistent and occurred while the surgeon¿s head was inside the console, during attempts to position the jaws to grasp tissue. There was no complete failure (the instrument was not static), but movement did not scale appropriately to the surgeon¿s input. A silver cable near the jaw base appeared stretched and slightly frayed, though no fragments were lost and no patient injury occurred. The lot number of the da vinci arm drape is unknown, and the drape is not available for return. The instrument was expected to be returned to isi for evaluation, and follow-up will be arranged if it has not been received. No images or video are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument involved with this complaint; however, failure analysis has not completed their investigation.